Event description:
A 2.5 mm diameter x 18 mm length endeavor otw drug-eluting stent delivery system was inserted into a pt for the treatment of an obtuse marginal lesion. The vessel morphology was reported as moderate calcification and mild tortuosity with 90% stenosis. The lesion was pre-dilated. It was reported that the catheter shaft broke. No additional clinical sequelae were reported and the pt has been discharged.

Manufacturer narrative:
Evaluation codes, results: other, device was not returned for evaluation.